Manufacturer narrative:
Please note that this report was created in error. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Two (2) 7f avanti plus sheath introducer w/gw no obts were opened and an oily substance was noted around the hub area. There was no reported patient injury. Boxes with the same lot number were removed. The devices were opened in a sterile field. The devices were not used. Case-(B)(4): a non-sterile unit of product si avanti+ 7f std w/gw no obt was received inside of a clear plastic. The device was unpacked and laid on a tray to proceed with the product evaluation. The seals of the product packaging were found already open; therefore, the integrity of the sterile pouch was compromised. The returned unit does not show any foreign material on the hub area of the csi, only the lubricant fluid was present. No damages or anomalies were observed on the returned product. The device was evaluated by the pet team concluding that no foreign material was present on the returned device. No anomalous condition was observed by the pet group. Only the presence of a lubricant, which is inherent to the manufacturing process, was noticed on the csi. This medical fluid is intended to lubricate the interaction between the vessel dilator and the gasket component. The mdx fluid is biocompatible, and the devices are safe to use. A product history record (phr) review of lot 17833744 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box - foreign material in sterile package¿ was not confirmed through analysis of the returned devices since the material (mdx) is inherent to the manufacturing process of the device and not considered foreign. However, as the customer is not aware of the manufacturing process of the unit, this material could appear as foreign, and the presence of the substance was confirmed. However, it should be noted that the mdx fluid is biocompatible, and these devices are safe to be used with the fluid. The medical fluid is intended to lubricate the interaction between the vessel dilator and the gasket component. According to the instructions for use, which is not intended as a mitigation, ¿do not use if package is open or damaged.¿ standard clinical practice calls for inspection of the device and packaging prior to use in the patient. If the user notes anything unusual, they are urged to discontinue use of the device and exchange for another. Neither the phr review nor the product analysis suggests that the reported event could be a failure or defect related the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. This event is related to the details submitted under manufacturing report number 9616099-2019-03188.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This event is related to the details submitted under manufacturing report number 9616099-2019-03188.

Event description:
When the customer opened a 7f avanti plus sheath introducer w/gw no obt, they noticed an oily substance around the hub area. They removed both boxes with the same lot number. The devices were not used and will be returned. There was no patient injury. The devices were opened in a sterile field.